Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified syringe plunger not in place. The root cause of the issue was due to normal wear as the pump was over 11 years old.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for not detecting plunger. Cracked on right plunger case was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Not detecting plunger was caused by the q1 broken off from plunger board and plunger board broken off from glue. Service replaced the plunger board and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the plunger was not detected.